Event description:
It was reported from brazil that during pre-surgery testing it was observed that the reverse trigger of the compact air drive device was locked and the kirschner adapter did not pull the wire. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporters phone number: (B)(6). As of this date, the device has not been returned for evaluation. Therefore; the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: evaluated and the reported condition that the reverse trigger was locked and the kirschner adapter did not pull wire was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device motor was damaged ¿ will not run, and the reverse locking mechanism was blocked ¿ will not reverse, it was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment, check the function of the device, and check the power with the power test bench. The assignable root cause was determined to be traced to the user, which is user error.